Event description:
Reportedly, the clip cut the vein instead of clipping which resulting in hemorrhage which was controlled by the utilization of another instrument to complete the hemostasis. Procedure type: thyroidectomy patient sex: unk